Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cecectomy, after properly using the surgical stapler, the staple line was not stapled. The surgeon obtained a new stapler and re-stapled the tissue. No reported patient outcome.